Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, the lead was found to have dislodged. During a repositioning attempt, it was noted that the lead exhibited loss of capture. The lead was not used and was replaced. The patient was in stable condition.